Manufacturer narrative:
The cartridges were returned to animas. No damage or defects were found at the luer connection or at the plunger. A leak test was performed and air bubbles were observed getting past the first o-ring and leaking out the hole on the plunger. The plunger was removed and there appeared to be structural imperfections on the first o-ring.

Event description:
The patient reported that insulin was leaking out of the cartridge into the cartridge compartment. He reports his blood glucose levels have risen to 300-400 mg/dl and has suffered nausea due to the elevated blood glucose levels. When he removes the cartridge from the pump insulin is reportedly present near the back of the plunger. The patient detected no cartridge crack and no foreign objects were found in the cartridge compartment. The patient saw air bubbles in the cartridge but reports using refrigerated insulin.